Event description:
The device emitted metal shavings during the procedure. Metal shavings were left in the surgical field. No patient injury was reported.

Manufacturer narrative:
The device was not returned to ascent healthcare solutions for evaluation. Photographs of the device and surgical site were provided. A visual examination of the photographs indicate that excessive "side-loading" force was exerted onto the device while in use, thus causing discharge of metal fragments. Ascent healthcare solutions' IFU states: "do not apply excessive pressure or side-load the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.